Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 94 mg/dl while her sensor glucose level was below the threshold suspend limit, which caused her insulin pump to go into threshold suspend. The customer had calibration issues with her sensor. Standard troubleshooting was performed. The customer stated she will no longer use the sensor feature while she sleeps since she experiences calibration issues at night. The product is not being returned. Nothing further was reported.